Manufacturer narrative:
The rapid infuser, ri-2 involved in the incident has not been returned to belmont for investigation, therefore we are unable to confirm the reported "over temperature" alarm. It was reported that the hospital biomed was unable to duplicate the reported alarm after testing in the hospital biomed lab. When the rapid infuser detects a situation that is compromising effective infusing, the system stops pumping and heating, closes off the line to the patient, sounds an audible alarm, and displays an alarm message with instructions for corrective measure. In the event of an "over temperature" alarm, the rapid infuser exhibits the following alarm message: "infusate over temperature. Discard disposable and blood. Restart system with a new disposable. Service machine if error persists." The operator's manual also provides possible conditions and additional recommended operator actions. There is no information available about the fluids infused during the procedure. Certain infusates are contraindicated and may lead to clot formation inside the heat exchanger, which can block blood flow and result in an "over temperature" alarm. The manufacturing records for this serial number were reviewed and no related anomalies were identified. Should additional information become available, a supplemental report will be provided.

Event description:
It was reported that the rapid infuser, ri-2 was exhibiting a system error 102 (over temperature alarm) during a case. The unit was put aside and brought to biomed dept. The biomed is unable to duplicate the issue after a lengthy test and running cycle of approximately 2 hours.